Event description:
Same case as MDR #2134265-2014-08578 and 2134265-2015-00383. It was reported that angina and in stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with angina and was treated with implantation of a 3.00x16mm promus element¿ plus stent in the 3rd obtuse marginal (om) branch. In (B)(6) 2014, a 3.00x8.00mm promus element¿ plus stent was implanted in the proximal lcx. In (B)(6) 2014, the patient presented with angina and was hospitalized. Coronary angiography revealed 80% isr of the stent in the 3rd om branch which was treated with balloon angioplasty and placement of a 2.75 x 8.0 mm non-bsc stent, with 10% residual stenosis. Additionally, 90% isr in the proximal lcx was treated with placement of a 3.00 x 8.0 mm non-bsc stent, with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).